Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section g2, report source, of the initial medwatch report stated: company representative. Section g2, report source, of the initial medwatch report should have stated: distributor, other (third party servicer). New information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of low inspiratory pressure, unexpected (high) breath rate and displaying a low minute volume alarm were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift. H3 other text : serviced by asp.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that devices inspiratory pressure was low, the breath rate was high and the device was alarming low minute volume. There was no patient involvement.